Event description:
The customer reported that the united shows a "power interrupted" screen message and then shuts down. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer could not reproduce the reported failure. Based on the customer's words we will consider this a failure. We can not determine the cause as the failure could not be recreated.